Event description:
One patient with discrepant calcium results reported. Initial result 15.1 mg/dl, repeated twice giving 6.9 and 6.5 mg/dl. Initial results were not reported. The field service representative determined clogged nozzles to be the cause and he removed the clogs. Performance tests performed which were within specification.